Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. Technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Delivery accuracy of 250ml/hr and 25ml tested in spec at 5 minutes 55 seconds or 102% of expected accuracy. The log review did not note an occurrence of the reported issue. Log review shows on 10/12/2024 and 5:37pm an infusion start of 10.42ml/hr and 250ml (dl: tacrolimus). On 10/13/2024 and 4:25am infusion was stopped and then started at 4:27am with a volume infused to 112.6ml. On 3:16pm with a volume infused to 225.4ml an upstream occlusion alarm stopped the infusion. At 3:29pm infusion was started and at 3:34pm with a volume infused to 226.35ml an upstream occlusion alarm stopped the infusion with no further infusions taking place.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: IV tacro finished earlier than programmed.